Event description:
Hcp reported intermittant start and stop of drug delivery. More drug in reservoir than expected. (5.1 ml actual, 4.6 ml expected). Device explanted and returned to MFR for analysis. A f/u report will be sent when further info is rec'd.